Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 2 coyote balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 2 coyote balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft has a puncture hole 29mm from the proximal markerband. The damage is consistent with the damage that is seen caused by use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).